Manufacturer narrative:
The distributor fse disconnected and connected all connectors of the drv board and changed the main board (mb). The fse then repeated the analytes and the results were acceptable. The instrument returned to normal operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 4/15/2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [3138] drv board disconnected. Cause: signal dropout at the drv board connection was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check the drv board connection. The probable cause of the issue is attributed to faulty main board.

Event description:
A customer reported getting error 3138 drv board disconnected on the aia-900 analyzer. A distributor field service engineer (fse) was onsite to address the reported issue, which resulted in the delay of reporting luteinizing hormone ii (lh ii) and prolactin (prl) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.